Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 14 cm distal to the is-1 connector pin. Two fragments of together 54 cm length were received for analysis. A medial fragment of approximately 11 cm length was not received for analysis. The lead tip and the shock coil were not returned for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection showed signs of wear along the lead body. Inside the yoke, the conductor cable to the shock coil was found fractured. Based on the characteristics, tensile forces applied during the extraction procedure should be taken into consideration. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The implant date (year) was checked and amended. The implantation took place in 2009, not in 2012. Upon receipt, the lead under complaint was found cut approximately 14 cm distal to the is-1 connector pin. Two fragments of together 54 cm length were received for analysis. A medial fragment of approximately 11 cm length was not received for analysis. The lead tip and the shock coil were not returned for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection showed signs of wear along the lead body. Inside the yoke the conductor cable to the shock coil was found fractured. Based on the characteristics, tensile forces applied during the extraction procedure should be taken into consideration. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approximately 84 months after the implantation the lead was explanted due to oversensing with inappropriate shocks.